Event description:
Determined to be reportable based on additional information received on (B)(4) 2012. It was reported that during preparation for a drainage procedure, the wire was kinked. They were pushing the amplatz ss 75 cm .035 wire thru the catheter and it was kinked. The procedure was completed with another of the same device. No patient complications were reported. Returned device analysis revealed the wire was fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: after visual inspection before decontamination process, device presents the distal tip unraveled, a kink on the body and the coating is peeled. The device presents a kink at 56 cm approx. From proximal end the core wire fractured at 71.5 cm approx from proximal end, moreover the device is bent at distal side. The section fractured was sent to the mtac lab for analysis. After mtac lab results the failure on both samples occurred due to fatigue event. Initiation site of the fatigue was determined as deformation of the wire surface due to an external compression force. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).